Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from japanese to english: "due to the tight shield, the needle with the shield was separated from the hub. This shield seemed to be more tight than usual."

Manufacturer narrative:
H6: investigation: customer returned photos of a 3/0cc syringe. Customer states that due to the tight shield, the needle with the shield was separated from the hub. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for shield tight and needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "due to the tight shield, the needle with the shield was separated from the hub. This shield seemed to be more tight than usual."